Manufacturer narrative:
The affected device was returned and evaluated. Our investigation has confirmed the stated failure. When having complications with a sureshot device, we encourage you to refer to user manual 7118-1540 for trouble shooting suggestions. The manual indicates that the device should be connected at least 10 minutes prior to targeting in order to ensure proper accuracy. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a delay of one hour occurred due to the sureshot targeter not connecting to the controller.